Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of tissue injury, cardiogenic shock, and death are listed in the mitraclip g4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott global medical affairs director. The reviewer concluded that there is no evidence that death was related to the device. The reviewer also noted that the sequence of events suggests that death was the final outcome of the cardiogenic shock that followed surgical intervention. The leaflet damage caused by the clip prompted the need for surgical intervention and triggered the cascade of events. Based on available information, the reported positioning failure (leaflet grasping clip not implanted and leaflet capture clip not implanted) appear to be due to challenging patient anatomy. The reported difficulty removing the clip from anatomy appears to be a cascading event of the positioning failure. The reported tissue injury appears to be a cascading event of the difficulty removing the clip from anatomy. The reported cardiogenic shock appears to be a cascading event of the mitral regurgitation (mr). The reported death appears to be a cascading event of the cardiogenic shock per the medical review. The reported surgical intervention, medication, unexpected medical intervention, and hospitalization were the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
(B)(6). This is filed due to leaflet damage during clip use, surgical repair, and patient death. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat severe functional mitral regurgitation (mr). The patient anatomy included a very dilated annulus and tethered, fragile leaflets. One clip was implanted and the decision was made to implant a second clip. During use of the second clip, difficulty was noted grasping the leaflet and maintaining the grasp, and tissue damage to the posterior leaflet was noted. Although attempts were made to repair the leaflet with the clip, this was not possible. The post procedure mr grade was massive and the patient was taken for surgical mitral valve replacement. On (B)(6) 2021, the patient went into cardiogenic shock. Medications and a blood transfusion were provided. On (B)(6) 2021, the patient expired. No additional information was provided regarding this issue.